Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that after the case have been completed the site was unable to get the instruments apart. It was noted that the navlock was damaged. The site had just ordered these instruments three weeks ago. No patient was present at the time of the event. Additional information was received stating that the navlock was stuck with a spine box cutter instrument. They were eventually able to get them apart.

Manufacturer narrative:
The tracker was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned tracker had no apparent physical damage. The tracker receives, rotates, and releases known good instruments without issue. With markers attached and fully seated, the tracker returned good geometry and divot error readings with normal tracking. No problem found. If information is provided in the future, a supplemental report will be issued.